Manufacturer narrative:
Concomitant product(s): d314trg crt-d and 419688 lead, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and impedance. It was further noted, that at times when the impedance was high, there was no capture noted. A possible lead fracture was suggested. The ra lead was capped and replaced. The patient's left ventricular (lv) lead exhibited an increasing threshold trend since (B)(6)of 2016 and currently remains high. The lv lead remains in use. The physician elected to replace the device because the battery voltage was nearing elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.